Event description:
Information received by medtronic indicated that the insulin pump would not stop delivering and back light anomaly. The customer stated they were at bottom out from her blood glucose level and insulin pump was completely lost. Troubleshoot was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.